Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone stating calibration accepted he ate dinner and gave himself a bolus and he checked his blood glucose and it was 427 mg/dl and the sensor was reading 178 mg/dl. Customer stated the sensor started leveling out and in the morning he checked and the sensor glucose was constantly up and down customer's outcome pertaining to the complaint: advised the customer to remove the sensor to see if it is damaged. Customer stated the sensor does have a slight curve to it but not really a bend. Customer states this morning he was not feeling well and he slept in but when she went to check his blood glucose 47 mg/dl. Customer states then he ate some candy and then his blood glucose was 109. Customer stated his pump was reading an sensor glucose of 187 but then he tested his blood glucose and it was 427 mg/dl. Customer states he inserted this sensor on (B)(6) 2017. The sensor was returned for analysis.